Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept powering down as it was attempted to be booted up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was not able to confirm the customer comment that the programmer shut down while attempting to be booted up, it was left powered on for 24 hours and it did not shut down. The standoff between the link electronic module and the microprocessing unit board was checked, the connection between the overlay and the xy board was reseated and the stylus calibrated. The programmer did fail an antenna test and therefore the antenna connection was checked and the antennas were retightened to specifications. The fan was noted to be noisy when powered on and was therefore replaced. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.